Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. It was noted there was a little bit of smoke in the appendage, but the patient's international normalized ratio was 2.5 and their activated clotting time was 367 sec or greater. A watchman access system was positioned and two separate watchman laa closure devices were deployed. Each device was deployed a little proximal and under compressed, therefore were fully recaptured and removed. When attempting to gain laa access for the third attempt, the previously noted smoke appeared to be more like sludge with possible thrombus. They paused and injected contrast with echo showing it did not fill completely. They opted to discontinue the procedure and all devices were removed. There were no patient complications.